Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device switched from adult mode to pediatric mode inappropriately when the 3-lead cable was attached. Complainant indicated that they replaced the one-step cable and the device remained in adult mode. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch numbers 1220908-2014-01039 and 1220908-2014-00972 for similar reports from the same customer.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation.